Event description:
It was reported that the patient experienced discomfort and stinging pain at the implant site. It was also noted that the patients leads had high impedances. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn:m365sc2317500 . Model:sc-2317-50 . Serial:(B)(6). Batch:(B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn:m365sc2317500. Model:sc-2317-50. Serial:(B)(6). Batch:(B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn:m365sc43180. Model: sc-4318. Serial: na. Batch: 30218447. UDI: (B)(4).